Manufacturer narrative:
We received unused samples from the customer and shipped to factory for investigation.

Event description:
(11/25/24): issue reported as "syringe is leaking," but no lot number provided. The medication being used is "progesterone in oil." (12/18/24): 2 total events. Issues reported as "hard to push the plunger" and "hard to draw and inject medication," with lot number 24g22 provided for one event. The medication being used is "progesterone in oil." (12/18/24): issue reported as "particles/rubber stopper pieces sticking to the walls of the syringe," with no lot number provided. The medication being used is "progesterone in oil.".